Event description:
Consumer called to report having a very low sugar episode, her friend had to check her blood and called the emt for assistance.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.